Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However one of the following are likely: work at the water drain process may have been inadequately. There was defect in jig that was used in the water removal process, air pressure was not within the specification value, and others. The following is included in the device IFU: chapter "storage and disposal" "improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk.¿ ¿when aerating the endoscope channels, the air pressure used for manual drying should be 0.2 mpa or more but less than 0.5 mpa (=2 and <5 kgf/cm2, =29 and <72 psig). Higher pressures may cause damage to the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received regarding the event. It was additionally reported, no hygiene microbiologocal investigation (hmi) was done. Reprocessing was done at the repair center.

Event description:
The olympus representative reported that they received the demonstration device with normal tap water in the auxiliary water channel. The company representative noted that this is a hygiene risk since the tap water containing bacteria can result in biofilm formations which are hard to remove. There was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.